Event description:
Report received from the USA stating the device was dropped on the hose resulting in a "hole in the hose" during testing. The device was not used in surgery. No injury or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).